Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had ¿come apart for a few times¿. Further described as the ¿dark blue connection separated from light blue grip when disconnecting miniset from pd fluid bag¿. The patient would screw it back into place before using. This occurred before use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6, and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which revealed a separation between the female connector and the main body. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.